Event description:
Used clear care by ciba vision one bottle solution for cleaning and disinfecting contact lenses and experienced the worst pain of my life. Felt like a chemical burn to my eye. Experienced blurred vision, red blood shot eyes for several days afterward. Was not able to wear contact lenses for several days. My brother had the same reaction and was in excruciating pain. Felt like having acid poured on your eyeball. We both used according to package directions. Dates of use: (B)(6) 2010. Diagnosis or reason for use: clean and disinfect contact lenses. Event abated after use: yes.